Event description:
The surgeon revised the patient's shoulder implants for a dislocation (head from liner) on (B)(6) 2021. The primary surgery date is not available. The shoulder has been dislocated for 4 months.

Manufacturer narrative:
Batch review performed on 03 march 2021: lot 181490: (B)(4) items manufactured and released on 13-giu-2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: anatomical shoulder system 04.01.0094 metal humeral head ø48 (k170910) lot. 1710140. Batch review performed on 03 march 2021: lot 1710140: (B)(4) items manufactured and released on 14-ago-2017. Expiration date: 2022-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon planned to revise the patient shoulder for a dislocation (head from liner) on (B)(6) 2021. The primary surgery date is not available.